Event description:
A surgeon reports that two months following intraocular lens (iol) implant surgery at another hospital by another surgeon, the lens was noted to be opacified. The lens was immediately explanted and replaced with an iol from a different manufacturer. The patient was hospitalized for a week in 2007 for the lens exchange. The surgeon reports patient outcome as "good". No further information is anticipated.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested and received.